Event description:
In 2004 the patient's spouse called lfs on their behalf alleging that their one touch profile meter would not power on. 10 days ago the patient was tested by a health care professional and a " normal " result was obtained. They did not have any symptoms during the time of concern. The patient's spouse mentioned that they were not aware of any specific treatment they may have received. Based on the information provided, the patient neither alleged harm nor experienced injury. The customer service representative confirmed that the battery was replaced less than 1 year ago, the batteries were correctly installed, and the battery contacts were in good condition. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.